Manufacturer narrative:
(B)(6). (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a costumer from (B)(6): "the programmed flow rate was not correctly delivered with time and volume. A volume of 500 ml might be infused on 3 hours. However, it remained 175 ml after 3 hours. There was no consequences to the patient. Has the pump been used since this event? No. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 1.2 bar. Pump treatment information: occlusion parameter 1.2 bar. Air parameters unique off / cumulate 0.1ml/1ml. Type of drug: unk. Delay in therapy: no. Need for medical intervention: no. Human harm: no. Death/serious injury: no".